Event description:
It was reported that leak was observed in a reconstitution device when the liquid was already in vial and nurses were trying to infuse it back into the bag. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.